Event description:
It was reported that a spectrum wireless battery had fluid intrusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed but did not reproduce the reported "internal liquid". The eval revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit irreparable. The device has been retired from service.